Event description:
The complainant was monitoring a pt for a possible cardiac arrest when the device displayed a "status 56" message. The complainant was then unable to power up the device. The complainant indicated the paramedic was able to obtain enough info to confirm the pt's condition and that there was no adverse effect to the pt as a result of the reported malfunction.